Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during fse training, the components were physically damaged, and this caused the 319 errors. It was identified when performing the system power cycle during the component replacement lab. The error was not resolved.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, 319 error was found indicating ¿node 175 is not present at startup¿ on the usm, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. Once testing was completed, the printed circuit assembly (pca), fru connector pogo-pin (fcp) was further inspected and verified to be the source of the fault. Failure analysis was able to conclude that the pca, fcp assembly was found to be the root cause of the reported event.

Event description:
It was reported that error 319 occurred on armnet4 and was traced to the universal surgical manipulator (usm) distal component after troubleshooting. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set-up joint (dsuj) due to error 329. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the dsuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set-up joint (dsuj) was returned to failure analysis, and the error was confirmed but not replicated. System logs found error 319 indicating node not present at startup across the usm, suj distal and proximal in question thus confirming that the fault occurred in the field. A visual inspection found no issues to be related to the reported event. The unit was installed on a golden system in normal mode and patient side cart fixture test platform (pftp) where it functioned within specification and passed all relevant tests with no log errors. The complaint was confirmed based on failure analysis. Failure analysis concluded that the axes controller tornado (act) printed circuit assembly (pca) is consistent with the reported problem and considered the potential root cause which is likely attributed to an electrical component failure.